Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/03/15.

Event description:
Procedure: skin closure. According to the reporter: after fasciorrhaphy and subcutaneous suturing were performed, the product was used for dermal suturing. When a drape was removing after the procedure, suture broke and the wound has opened. A knot was left, so the suture was not loosen, but broke. A reoperation was performed to reclose the wound. There was no tissue damage. Nothing fell into the patient's cavity. There was no additional bleeding. The patient is currently doing well. Patient information is not available.

Manufacturer narrative:
(B)(4).